Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline transverse sinus pericardial effusion was noted prior to starting the procedure. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the second full recapture of the 27mm device, a pericardial effusion sweep was performed and the imager believed the transverse sinus fluid had increased from baseline. The pericardial effusion was monitored and it never grew or was circumferential. The patient remained stable and there was no hemodynamic changes. The decision was made to abort the procedure and give protamine to reverse the heparin. No intervention was ever performed and the patient fully recovered and was discharged.